Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported the unit is not working on battery power and determined the most likely cause of the reported event is the battery tray assembly. After replacing the affected parts, the issue was resolved. The fsr performed the user verification test and vent performance check. The fsr reported the unit meets manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the dc status indicator does not change and blinks red to yellow (never reaching green). The field service representative (fsr) went on-site to evaluate the suspect device. Upon inspection, the fsr reported the unit completely shuts down with no display. The fsr reported the unit is not working on battery power and determined the most likely cause of the reported event is the battery tray assembly. At this time, it is unknown whether or not there was any patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect power supply assembly for investigation. An investigation was performed and the reported event could be confirmed/duplicated. The 5a slow-blow fuse f301 was open. This issue will be internally investigated within carefusion.